Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs system patient controller (pc) was displaying ¿replace generator¿ message. Consequently, the patient's implantable pulse generator was replaced without complications, and stimulation therapy restored postoperatively. It was undetermined at this time, if the generator had normal battery depletion or the battery depleted prematurely.